Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left circumflex artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured, and the protector tip of the device was damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.